Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date pf event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high and low impedances. As a result, surgical intervention may be undertaken to address the issue.